Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot #: va0xdah, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported having "all kinds of problems with this battery." It wouldn't stay on. It kept turning off and would stay off. It was not working. Additional information received from the patient on (B)(6) 2015 reported that she had the device implanted for help with retention. Prior to implant, her husband would catheterize her after she went to the bathroom. She would pee but she would not get the rest out. She didn't want that bad urine sitting inside of her. The patient was continuing to work with her healthcare provider (hcp) to resolve her health issues. She wanted to see if the device would work. Her lower back was hurting really bad; it felt like sitting on a bed of fire ants. She had to go to the bathroom real bad. It would feel like fire when she would pee. This had occurred on the day of implant. She also got an infection. She hadn't known until she went for her follow-up appointment. They put her on infection medicine but it was the wrong kind that she had taken for 7 days. They had to do a culture on it. Then the nurse had called and told her to stop taking it. They put her on a different kind. She was told to finish the medicine before coming back in. This had occurred around (B)(6) 2015. Stimulation had been turned off and she was told to not turn it back on until she went back to see her hcp. The date of this was unknown. She also had to take a laxative to get her bowels to move. She had a bad cramp in her stomach. This occurred 3-4 days after implant on (B)(6) 2015. She had also been bleeding through her vagina. She noticed it had stopped when she started taking the new medication. This occurred about 2 weeks prior on (B)(6) 2015. Additional information received from the patient in response to follow-up repeated the information about the infection and wrong medication. It was then stated that the device turning off and staying off occurred around the first week in (B)(6) of what appeared to be "1913." She had no idea what caused the battery to turn off. The back pain and fire ants was reviewed. The battery would stay off and she'd be up all night peeing. Her bowels stopped working without a laxative every day. The issue had not yet been resolved as she was still taking her medication before seeing her hcp. Relevant medical history included gastrointestinal/pelvic floor. Additional follow-up was performed to determine what actions were taken to address the event and if it was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that she was seeing the patient as she complained that her programmer was not working adequately and she could feel the therapy shutting off. The patient met with a manufacturer representative (rep) on (B)(6)-2015, who assessed the programmer was functioning appropriately. The hcp verified the programmer was working appropriately and the implantable neurostimulator (ins) was on at 2.0 volts on program 2. The patient felt therapy in the vaginal area. Follow-up with the patient reported that the infection previously reported was a urinary tract infection (uti). She also mentioned that the ins was turning off, particularly at night after approximately 30 minutes, and she was bleeding from her vagina when it was off. The patient needed her husband's help with checking the ins because she could not reach around with her arms to the implant area due to the location. She had an appointment scheduled to see her hcp on (B)(6)-2015.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a loss of therapy. The reporter was home health nurse. The reporter was directed to call manufacturer by the healthcare provider regarding the patient's symptoms. The patient did feel stimulation. The reporter stated when stimulation was turned up; the patient stated it felt like it was biting. The reporter reported patient was bleeding and her symptoms were not being helped. Patient services offered to help. The reporter decrease stimulation but reporter stated that they had already been done and patient was now comfortable. Stimulation felt like it was biting when stimulation was increased; it was decreased now so it was comfortable event date: (B)(6) 2015. No reduction in her frequency, she has to get up 15 times in one night, went and uses pads which were wet and no therapeutic benefit occurred on (B)(6) 2015 which was the day of implant. Patient reports some bleeding; the nurse was not able to determine if it was vaginal or urinary. This occurred on (B)(6) 2015. Addition information reported on (B)(6) 2015 indicated that patient was seen in the office twice since report. The patient was a retention patient. The patient and the spouse were re-educated on how to use the device and home health care was ordered to help continue education patient program adjustment. It was noted that impedance check was run, urine culture done. The patient also had additional complaints. The patient was seen by doctor after she cancelled 2 appointments. The patient had been turning off device randomly and self-catheterizing or having spouse insert a foley catheter when she was tires of voiding. The patient stated she had not been having problem with device, it just was not working very well for her symptom. It was noted that the pain and discomfort was caused by the patient turning device up with programmer. It was later reported on (B)(6) 2015 that patient continued to report that their device was turning off daily. The patient has an appointment to see the health care provider and would follow up about having the device removed. The patient wants it removed because it never worked and because of her current health condition and the possibility that at some point she may need an MRI. When she got home from the implant, she had to use overnight pads and change her clothes. She was soaked in blood. The bleeding did not get better, it has gotten worse. She could not go to the bathroom. Her bowels will not move unless she takes a laxative. She had to go to the hospital for 2 days in (B)(6) 2015 because of a 100.25 fever. They gave her some medication through an IV for the pain and the leg cramps and back cramps/pain. Back pain was from the bottom of spine to her neck. The pain medication did not work. The patient also had a urinary tract infection and the medication she was given made her feel sick. She stated the medication caused vomiting. The uti was diagnosed a month ago. They gave her IV medication during her hospital stay and the burning while urinating went away. The health care provider at the hospital stated that the lead was in the wrong place. Her pain doctor put her on some new medication but told her not to start it until she finishes what pain medication she has. She was supposed to take them every 4 hours and take 5 a day. The patient thought it was too much on her liver. The patient was still having the bleeding but less than before. The doctor took pictures at the hospital of the blood. The blood was coming from her colon. The doctor stated that she needed to have surgery. She saw a doctor and he told her that he could not perform surgery because she would be out too long (sedation ) and it would kill her. They refused to give her the surgery she needs to stop the bleeding and they sent her to a pain doctor's clinic instead. The patient wanted the implant removed. The patient has an appointment on (B)(6) 2016 to see a doctor to discuss removing the device. The patient stated that the doctor turned off her ins and took her patient programmer (pp) two weeks ago. The patient stated she wanted the device removed due to her health status and that she may need an MRI at some point.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the battery first started turning off and staying off on the way home from surgery, which was on (B)(6) 2015. There were no circumstances that made the battery turn off when they arrived home. The patient's husband turned it on. It stayed on for about 45 minutes, then their husband turned it on again. Then, it shut itself off again. They went back to the health care professional (hcp), where they were told that they had an infection and took medication for 7 days. It was the wrong kind of medication for the infection that they had. The hcp got them a different medication which cleared the infection up. The issue regarding the battery turning off had not been resolved. They were beginning to bleed through their vagina. They did not get any sleep on the night of (B)(6) 2015 and was up all night changing the pad. When the device was turned on, it felt like two "turtles were biting them", they started bleeding. They felt like something was very wrong because they got deadly sick in their stomach. Also, they had to take a laxative every day to get their bowels to move, which takes 3 or 4 days. Something must be done because the patient did not believe they would live much longer with all the trouble they were having.